Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) would not charge despite troubleshooting attempts. The patient underwent an ipg replacement procedure.